Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The device has however been sent for further eval and physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
When the device was rec'd for eval by physio-control, it was observed that the device would not power on. There was no pt involvement with the reported failure.